Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer had come across a product labeling error with surestep male external catheter. Customer stated that the plastic round piece was supposed to be labeled 1 however they were labeled 2 instead. Customer has 2 full cases of lot# jugs9085 with the incorrect number and also lot# jugs0436 and lot# jugs9259. They thought this was not a defective issue but believed manufacturing had a shortage in the white plastic holder for the new condom catheters. It looked like they used ones with an internal labeling of ¿2¿ instead od ¿1¿ because of a shortage in packaging parts. Customer was using this small number as a means of sizing even though it was not listed on the dfu (directions for use).

Event description:
It was reported that the customer had come across a product labeling error with surestep male external catheter. Customer stated that the plastic round piece was supposed to be labeled 1 however they were labeled 2 instead. Customer has 2 full cases of lot# jugs9085 with the incorrect number and also lot# jugs0436 and lot# jugs9259. They thought this was not a defective issue but believed manufacturing had a shortage in the white plastic holder for the new condom catheters. It looked like they used ones with an internal labeling of ¿2¿ instead od ¿1¿ because of a shortage in packaging parts. Customer was using this small number as a means of sizing even though it was not listed on the dfu (directions for use).

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because a review of the label could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.